Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device showed alarm 14 (patient temperature 1 probe out of range) on the screen. Per review of wo on (B)(4) 2024, device was used on patient. No patient injury reported, no patient identifiers available.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is that the temperature cable was not connected properly. By a telephone call, the conclusion was reached that they were forcing the connection between the cable and the patient's temperature sensor. Once it was connected normally, the device started working correctly again. The instructions-for-use under baw2800120 rev 0, baw2800227 rev 0, baw2800172 rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per baw2800120 rev 0: "temperature probe placement patient temperature control with the arctic sun¿ temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the patient temperature 1 connector on the back of the control module. Any commercially-available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun¿ temperature management system. Refer to the manufacturer¿s instructions for use for the specific indications and temperature probe placement." The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. This event was a confirmed use of device, not attributed device malfunction. Submitting the investigation details as additional information. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device showed alarm 14 (patient temperature 1 probe out of range) on the screen. Per review of wo on (B)(6) 2024, device was used on patient. No patient injury reported, no patient identifiers available. Per follow up information received via email on (B)(6) 2024, by a telephone call, the conclusion was reached that they were forcing the connection between the cable and the patient's temperature sensor. Once it was connected normally, the device started working correctly again.